Manufacturer narrative:
(B)(4). One used caresite valve, without packaging; and one unused, unopened caresite valve, in packaging identifying the reported lot number, were received for evaluation as follows: sample # 1 (used valve): this sample was noted to be contaminated with blood. A portion of the luer lock adapter of the mating alaris set connector was broken off and retained inside the caresite valve. Jagged edges and white stress marks were observed at the area of the break. There were no cracks or other manufacturing defects identified on the caresite valve itself. Sample # 2 (unused valve): there were no anomalies or defects visually observed with this sample. The valve was then subjected to luer taper, flow, and leakage testing according to specification with acceptable results. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Based on the sample analysis results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. However, it appears the device connected to the caresite valve was subjected to an undue force or pressure during removal, causing the part to break. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: report when disconnecting the alaris tubing from the caresite valve, the tubing either gets stuck or breaks off in the caresite. One incident occurred with chemo medication in the line.